Manufacturer narrative:
Concomitant medical products: evolutpro-26-us valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately ten days post implant that t-wave oversensing (twos) and very large r waves were noted on the ventricular channel. The right ventricular (rv)- his bundle lead remains in use. No patient complications have been reported as a result of this event.